Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insight-a ¿ catheter the guide wire was deformed and the plunger itself could not be pulled. The following information was provided by the initial reporter, translated from (B)(6) to english: the guide wire was deformed and the plunger itself could not be pulled.

Event description:
It was reported that before use of the bd insight-a ¿ catheter the guide wire was deformed and the plunger itself could not be pulled. The following information was provided by the initial reporter, translated from japanese to english: the guide wire was deformed and the plunger itself could not be pulled.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9046791. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was provided for evaluation. Bd investigators noted that the returned sample had a large bend originating at the root of the cannula. Although the root cause could not be finalized without the ability to view the packaging unit, given the degree to which the needle is bent suggests the root cause is a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated.